Event description:
It was further reported that the patient experienced no harm and did not require additional medication intervention due to the reported event.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® soft seal® tracheostomy tube cuff and balloon were leaking after five to seven days of use. It was noted that a pressure gauge was used to attempt to correct the leak and the manometer of the gauge "[jumped] into the red." The leak continued after the attempt. No patient injury was reported.

Manufacturer narrative:
One portex 8.0mm blue line ultra soft seal tracheostomy tube was returned for investigation. Visual inspection found the device to be in good condition. During functional testing, the device was submerged in water and the cuff was inflated with air. No bubbles (indicating a leak) were found escaping from the device. The device was then removed from the water and the cuff was inflated and left for a 12 hour period. After 12 hours, the cuff remained fully inflated and no leaks were detected. Investigation was unable to confirm the reported issue and found that the device operated as intended.